Manufacturer narrative:
A bec field service engineer replaced the reagent pump and syringe. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report the tricontinent reagent pump on the creatinine module (crem) leaked. The operator had bypassed the crem channel. No injury or exposure was reported.